Event description:
It was reported that during a right colectomy procedure, the device had leaked at anastomosis level. The condition of the patient immediately after the event was critical. A reoperation was performed on the patient. The device and reload were discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.